Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection noted no anomalies. A review of device memory revealed a memory corruption due to a single event upset that corrupted the firmware ram image. This is not a checked or self-correcting error when the device is in shelf mode. The fault led to the integrity check to fail during the pre-implant device interrogation. The memory corruption was repaired in the laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The cause of the single event upset could not be determined.

Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a pre-implant interrogation, this device displayed a red screen with a warning message stating do not implant, shelf mode. A boston scientific technical services discussed providing device and programmer data for engineering analysis to determine the cause of the warning. However, the device was returned for laboratory analysis. No patient was involved.